Event description:
It was reported that there is an issue related to how fluid total precision is displayed. On the I&o chart, the in, out and net fluid totals values will not honor the numeric precision configuration. The numeric precision will always display a whole number, losing decimal point accuracy. This is a safety issue for low-weight patients, e.g., infants, where decimal precision is necessary in order to make critical patient care decisions. For fluid order totals, precision is still honored and displays correctly.

Manufacturer narrative:
This MDR is being submitted late, as part of a corrective action taken pursuant to an FDA inspection conducted at the facility in april 2008. Ge healthcare it has provided the affected customer with a software correction for the issue. This version corrects the issue for all releases moving forward. Ge will contact all affected customers starting sept 1st, 2008.